Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call that the customer insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer also reported damage to the insulin pump battery compartment. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with no button response due to a peeling keypad overlay, corroded keypad traces and flattened button dome switches. Unable to perform the displacement test and self test due to no button response. Also, device was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads.